Manufacturer narrative:
(B)(4). MDR report key/report number 11391850 complaint verification testing could not be performed as it was reported that the sample is not available for return. In the current manufacturing procedure, 10o% leak testing and visual inspection is conducted after the assembly process; thus, defects would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Maude report: it was reported "the patient was on a high flow nansal cannula and upon assessment, the rn noted that the tubing that directly connects the piece under the patient's nose broke off from the nose attachment". No patient harm or injury reported. Patient condition not reported.

Manufacturer narrative:
Qn#(B)(4). MDR report key/report number (B)(4).

Event description:
Maude report: it was reported "the patient was on a high flow nansal cannula and upon assessment, the rn noted that the tubing that directly connects the piece under the patient's nose broke off from the nose attachment". No patient harm or injury reported. Patient condition not reported.